Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.   Physio-control performed a clinical evaluation of the reported event and determined that the device used did not contribute to the death of the patient.  This determination was due to the paramedic supervisor at the customer site indicating that the patient did not survive due to their health condition at the time of the reported event. The cause of the reported issue could not be determined. The defibrillation electrodes used during the event were not obtained for an evaluation.

Event description:
The customer reported that during a patient event, their device was not capturing the patient's ECG rhythm through the paddles lead.  The customer indicated that the device was showing dashed lines on the display instead of the patient's ECG rhythm.  Once the reported issue occurred, a backup device was implemented, but appeared to experience a similar issue reading the patient's ECG through the paddles lead.  The patient did not survive the reported event. The customer did advise that the death of the patient was not related to the reported device issue, but was related to the health conditions of the patient.